Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity stent. No unusual resistance was noted when the protective sheath was removed. No difficulties or abnormalities were noted during the prep and the device inspection. The target lesion in the rca exhibited 99% stenosis, severe calcification and moderate vessel tortuosity. It was reported that resistance was noted when the device was crossing the lesion due to calcification located proximal to the lesion. The stent tip was deformed, the was flared. No resistance with the associated device(s) was noted during delivery of the resolute integrity device. There were no difficulties noted when the relevant device was removed from the patient. The procedure was completed using another device with no adverse effect on the patient. No patient injury reported.